Event description:
It was reported that during preparation, the inner stylet was pulled retracting the outer sheath which partially deployed the stent prior to pt use. Another item was used to complete the procedure successfully.